Manufacturer narrative:
Result: casting.

Event description:
It was reported by service report that the head left siderail won't lock into place. No pt involvement or adverse consequences are reported.